Manufacturer narrative:
The reported event of the atrial setscrew could not be adequately tightened then was difficult to loosen was confirmed. Analysis revealed medical adhesive (med-a) contamination of the atrial setscrew. Med-a was found filling the setscrew inset and covering the top of the setscrew. The med-a in the setscrew inset was preventing the wrench from engaging the inset walls which caused the wrench to slip around in the inset, stripping the inset so that the setscrew could not be completely tightened and made it difficult to loosen. The med-a also blocked full insertion of the wrench into the inset. A manufacturing anomaly likely occurred that allowed med-a to fill the setscrew and cover the connector block causing this problem.

Event description:
It was reported that the set screw was unable to be removed from the device header during the implant procedure. The physician had to remove the silicon protection in order to remove the set screw. The device was explanted and replaced to resolve the event and the patient was in stable condition.